Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "at some point the cgm reading was 200 mg/dl and the bg reading 316 mg/dl."

Event description:
At some point the cgm reading was 200 mg/dl and the bg reading 315 mg/dl.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient stated they were feeling "bad", had loss of balance and focus. At an unspecified time of the event the cgm was reading 187 mg/dl and the blood glucose reading was 140 mg/dl (could not be determined if this was after the treatment provided). At some point the cgm reading was 200 mg/dl and the bg reading 316 mg/dl. The patient was taken to the hospital for a routine check up when he experienced the symptoms. There, they changed the catheter and sensor and provided insulin to the patient. At the time of the report, the patient felt better. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.